Manufacturer narrative:
The patient has not been revised and at this point the surgeon stated that the patient is doing well and that he has no plans on revising at this time. However, the surgeon is continuing to monitor the patient. The surgeon applied a large amount of lordotic bend in the rod and also used another instrument not within pioneer surgical's streamline mis system to keep the pedicle screws aligned during final locking. The pioneer surgical streamline mis surgical technique has a caution statement warning that improper rod contouring may result in exceeding the range of motion of the polyaxial pedicle screw and inhibit proper locking of the set screw. Still implanted in patient.

Event description:
Approximately a year after the initial surgery it was found that one of the set screws had come loose from the posterior spinal rod construct. The patient is doing fine and as of the time of this report the surgeon has no plans to revise this patient.